Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on golden system and was run in normal mode. U-02 error occurred at startup. During visual inspection, scratches were found on the top and side cover. Paint damage on the side cover. The iesu will be returned to the original equipment manufacturer. The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the erbe was not working. Prior to contacting tse, customer connected a third party generator to bypass the erbe and continue. Tse verified u-02 errors in logs. Customer was continuing with third party generator. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury.